Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured september 23, 2015- september 24, 2015. The device was received for evaluation out of its original packaging. Visual inspection was performed and revealed the fillport cap was separated from the fillport. As the device was not received in its original packaging, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer cap of a large volume intermate was loose in the packaging. This was noticed before use of the device. There was no patient involvement. No additional information is available.